Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) customer service reporting that the 16-1535-0 micropore-paper tape left some irritation in 1 to 2 spots when using the product. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).